Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following multiple falls patients lead had high impedances and patient was unable to enter MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein full system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.